Event description:
It was reported that patient under went a replacement surgery of an artificial urinary sphincter (aus) due to an unknown reason. A new ams 800 was implanted with double cuff. No information about the patient outcome is available at the moment. Additional information was requested, however, no additional information was available.